Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and was unable to duplicate the reported issue. The device battery pins were replaced as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.